Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was discovered between the connection of an interlink system catheter extension set and a non-baxter refill kit. The leak was observed during administration of intrathecal injection to a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. The sample was incomplete with missing interlink. Visual inspection was performed on the returned sample, no defects were observed. Functional tests including clear passage and pressure test were performed and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.